Event description:
Customer called to report high bg's in the 300 range (147-300) with no ketones). The cannula was kinked, but the site was okay. Customer was only able to wear for a couple of hours. Patient was able to activate a new pod. Pod was discarded and will not be returned.

Manufacturer narrative:
The device involved will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the patient always carry extra supplies in case of emergency.